Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the remote user interface on the 9900 system would intermittently not work. No pt injury was reported.